Event description:
It was further reported that stent thrombosis occurred.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, patient code and device code updated. (B)(4).

Event description:
(B)(4) clinical study. It was reported that death occurred. In (B)(6) 2013, the patient presented due to unstable angina. Coronary angiography and the index procedure were performed. Target lesion # 1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.8 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.75 mm x 12 mm promus element¿ plus stent, with 0% residual stenosis. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired. Death certificate is not available. Autopsy was not performed. The site was made aware of the event while searching for obituary in internet and its unknown as to whether the subject was on hospice care or not at the time of death. Per physician note, the cause of death is unknown and the subject was unable to reach the emergency contact listed in emergency medical response. The patient was last contacted in (B)(6) 2014, during the 1 year protocol-required follow up period and as indicated, the patient was diagnosed with cholangiocarcinoma in 2013. Site opines that the terminal diagnosis of cholangiocarcinoma is the most likely cause of death.